Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication was likely due to choosing the incorrect sized clips, high tension in the vessel causing the clips to pull away and fall off and a difficult specimen extraction. Isi has requested a return of the clip applier used however has not received the instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was submitted for review a system and instrument logs review could not be performed due to a lack of product and procedure information on file at the time. This complaint is considered a reportable event due to the following conclusion: during a da vinci-assisted splenectomy procedure, the medium/large clips slipped from an unspecified artery. The surgeon had used the robotic clip applier to place the clips. The two clips were found free floating in the abdomen. The patient bled and an emergency laparotomy was performed to contain the bleeding. There is no allegation of s system, instrument or accessory malfunction during the procedure and no allegation that the da vinci system contributed to patient harm.

Event description:
It was reported that during a da vinci-assisted splenectomy procedure, the medium/large clips slipped from an artery. The surgeon had applied two clips to the artery and both clips which were found free floating in the abdomen. The pediatric patient bled, and an emergency laparotomy was performed to contain the bleeding. According to the surgeon, the patient had a large spleen with pancreas covering a large portion of the surgical area. The surgeon completed the procedure as planned and clipped the splenic artery and vein as normal with 3 purple clips on the artery using the robotic clip applier, and the vein with a suture tie and clip. During further dissection, the surgeon discovered an additional unspecified artery between 2-3mm in diameter, which he clipped in the same manner, 2 proximal and 1 distal clip. After this, an endo bag was placed into the abdomen and the spleen was bagged. The removal of the specimen took a long time and during this phase, the child¿s blood pressure dropped. They did a washout for around 15 minutes and just had some discoloration of the fluid but no significant bleeding. As the patient was being woken up, his/her condition deteriorated, and the surgeon decided to reinsert the endoscope. Blood was seen and a laparotomy with midline incision was performed. The surgeon controlled the bleed. The splenic artery and vein were found intact, but the 2 clips placed on the additional vessel had come off, and the artery was seen retracted into pancreas. The surgeon stated that he does not believe the robotic clip applier is the cause of the fault. He thinks that the vessel was possibly too small for a purple clip, the tension on the vessel was high and could have pulled away causing the clips to fall off, coupled with a difficult specimen extraction. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information from the surgeon. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: a2, d1, d2a, d4, g3, g6, h2, h4, and h10. On 14-oct-2022 intuitive surgical, inc. (Isi) received the following additional information about the reported event: the unspecified additional artery was discovered to be inferior to the spleen. The 2 clips that were found floating in the abdomen were the proximal clips. The surgeon believes it is possible that the clips may have been accidentally knocked off during the bagging and the removal of the specimen. The clips used were weck large polymer clips. The surgeon confirmed the closure of the clips after ligation. The specimen removal took a long time as the incision line was small (due to the size of the patient) and the specimen was large. The hospitalization of the patient was prolonged due to the intra-operative complications. It is unknown if the patient experienced any post-operative complications. Video/photography of the procedure exists but it is unknown if the surgeon is willing to release it to isi. The medium-large clip applier instrument will not be returned as the instrument ¿worked fine¿ and the team did not report any error with the instrument.